Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was damaged the following information was received by the initial reporter with the verbatim : the video is having trouble uploading. It is a video just showing how hard it is to pull off the plastic cap on the luer side of the extension set. I am not sure it is needed for the report. Customer response on (B)(6) 2024. 1) plastic on end of mz5302 maxzero extension set is incredibly hard to pull off 2) it has happened during patient use. The issue is that they use a pivc that does not have blood control. If they cannot get the plastic piece off the extension set then they cannot attach extension set to the pivc and blood is leaking everywhere. 3) no specific date ¿ multiple instances during february 4) mz5302 a. Lot: (10)23119227 b. Lot: (10)23119228 5) I can grab samples and ship. Send shipping label to the below address.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D4. Medical device lot #: 23119227 d4. Medical device expiration date: 17, nov,2026 h4. Device manufacture date 17, nov, 2023 d4. Medical device lot #: 23119228 d4. Medical device expiration date: 17,nov 2026 h4. Device manufacture date 17, nov, 2023 h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that bard max zero extension set product failed. Three samples of item number mz5304, lot numbers 23119227, 23119228, 23129197 were received for quality evaluation. The samples were first visually inspected for damages or abnormalities. No damages or abnormalities were identified in the construction. The customer reported that the white safety cap was difficult to remove from the extension set male luer connector. Examining the samples submitted, the safety cap of the male luer connector was easily removed by aligning the spin collar of the luer with the grooves of the male luer body, giving the needed leverage to twist the safety cap off of the male luer. The customer complaint of disconnection issue could not be replicated. No root cause was determined because the failure was not replicated. A device history record review for model mz5302 lot number 23119227 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5302 lot number 23119228 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5302 lot number 23129197 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.